Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05853 / 05854).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2001 due to mechanical complications and a probable loose femoral component. Patient underwent a further revision procedure on (B)(6) 2010 due to a periacetabular fracture, osteolysis and metallosis. The modular head was removed and replaced.